Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to his low blood glucose, and his blood glucose was treated at his house. The blood glucose was 41mg/dl. The customer stated that he may have forgotten to eat his entire meal and just went to sleep. No further information was provided.